Event description:
A different MFR's IV pump set was attached to a compatible pump. A secondary line with secondary set and filter set was connected to the secondary port of the primary set. The pump was set to hold/reset and the back prime button was pushed. The filter, inside white filter medium cracked from bottom to top.